Event description:
The customer complained of a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial hcg+ss result was >10000 iu/l accompanied by a data flag. The test was run from the primary tube. The test was repeated at a 1:100 dilution, from the primary tube, with a result of <10.00 iu/l, accompanied by a data flag. On (B)(6) 2012, the test was repeated again from the primary tube with a result of 21397 iu/l, accompanied by a data flag. The test was rerun, this time from a sample cup, with a result of 21099 iu/l, accompanied by a data flag. Only the 21099 iu/l result was reported outside the laboratory. It is unknown if the patient was harmed by the event. The lot number of hcg+ss reagent was 167584; the expiration date was not provided.

Manufacturer narrative:
The event occurred in (B)(6).